Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-22, information was received from a patient receiving dilaudid (unknown dose and concentration) and morphine (unknown dose and concentration) via an implantable pump for non-malignant pain. The patient reported that she was admitted to the hospital where their pump medication was turned down. The patient stated that a manufacturer representative (rep) was contacted by the hcp at the hospital and the rep told the hcp to decrease the patient's medication in the pump. The patient noted that the medication was "about 8" and now it was "about 4". The patient stated the hcp should have contacted their managing hcp and not the rep. The patient stated that they were in withdrawal because of the medication being turned down. The patient noted they would be seeing their hcp on monday. The patient reported this occurred "yesterday or the day before".